Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer had failed and was not detected on bus. The customer tried to reboot, reset the power cord and recover the device but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed and was not detected on bus. A field service engineer found that full-height drawer 5 on auxiliary was not detected bus. Further, the engineer reseated all cables and wires, removed all cubies and row boards, and reseated all row board cables. Also, removed all vials and debris, rebooted the system, and verified successful operation through the hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.